Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station drawer was failed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no defect was found. The field service engineer (fse) found no active failures on the station upon arrival. All drawers were tested and verified for proper operation. Cabling was reseated and replaced old-style inseparable component as a proactive measure. The station was tested using the hardware test application, and normal operation was confirmed. The system functioned as intended when the field service engineer investigated the issue.